Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), which is included in the shortened replacement window product advisory population, declared elective replacement indicator (eri) after approximately 58 months of implant. Approximately one month later, the device was exhibiting a battery monitoring voltage of 2.43 v. A healthcare professional questioned whether the device met longevity expectations, and was concerned that the battery monitoring voltage seemed to deplete rapidly over the last month.

Manufacturer narrative:
A device replacement procedure has been scheduled. No adverse patient effects have been reported as a result of this event. This event will be updated if any additional information becomes available.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition. This event will be updated if any additional information becomes available.

Event description:
--

Manufacturer narrative:
Subsequently, this device was explanted and replaced with a new boston scientific device. No adverse patient effects were reported as a result of this observation. The explanted device has been returned for analysis, which is currently in progress. This event will be updated as additional information becomes available.